Manufacturer narrative:
Additional narrative: device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during a percutaneous vertebroplasty (l3) performed on (B)(6) 2022, the stent balloons were deployed in place. When the contrast medium was injected into the right balloon, only the frontal section was inflated. The surgeon injected a little more contrast medium in order to inflate the posterior section. Then, the pressure lowered to zero, and it was revealed that the balloon had burst. The contrast medium was removed from the lesion. No fragment was left in the lesion. Next, they moved on to the left balloon and started injecting cement. Then, it was found that the cement had leaked out of the left balloon and flowed into the right balloon. When the leaked cement was hardened, the surgeon removed a working sleeve from the right pedicle. This report is for one (1) vbs w/balloon sm. This is report 2 of 3 for (B)(4).